Event description:
It was reported that there was no fill line on tube with 100 prior to use with a bd vacutainer® 9nc 0.109m plus blood collection tubes. The following information was provided by the initial reporter: missing fill line.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/23/2020. H.6. Investigation: bd received 2 samples from the customer for investigation. All samples were evaluated by visual examination and functional testing and the indicated failure mode for missing fill line with the incident lot was observed. Additionally, 18 retention samples from bd inventory were evaluated by functional testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that there was no fill line on tube with 100 prior to use with a bd vacutainer® 9nc 0.109m plus blood collection tubes. The following information was provided by the initial reporter: missing fill line.